Event description:
A surgeon reported that patient experienced unexpected post-op refraction following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.